Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the closure device was stuck in the patient¿s lobe. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27 mm watchman ® laa closure device and delivery system (wds) were used. The closure device was deployed and it became stuck in the patient¿s lobe. Multiple recapture attempts were made, but it was not successful. The decision was made to leave the closure device in the patient. There was a 10 mm gap that was left by leaving the device in the patient. To close off the gap they put in a non-bsc occlude alongside the watchman closure device. The patient was fine following the procedure.